Event description:
It was reported that the handpiece would not work for the case. There were no error codes reported. The case was finished with another handpience. No patient consequence was reported.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. The hand piece was tested with a generator and an error code 3 was found. The instrument was disassembled; moisture and a collapsed isolator were found in the instrument. The batch record was reviewed and no anomalies were noted during the manufacturing process.